Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: b i71000194 h3: a medtronic representative went to the site to test the equipment. Hardware parts were replaced. The imaging system then passed the system checkout and was found to be fully functional. Hardware analysis was completed on the returned handswitch. The issue was confirmed. It was installed in a test system and the system booted and readied. When actuated, the 3d button wouldn't acquire an image. 2d and store buttons were functioning as expected. H6: b01, c07 and d02 apply to the system checkout and concomitant product. This regulatory report is being submitted due to a retrospective review through CAPA: 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system used in a sacroiliac and thoracolumbar procedure. It was reported that the images could not be taken with the hand switch. A foot switch could be used to take the pictures. The procedure was completed by using the imaging system. No health damage. There was a surgical delay of less than 1 hour.